Manufacturer narrative:
Results of the per relayed by the engineer: after reviewing complaint and condition of complaint product as returned, the selex inserter handle¿s spring wouldn¿t push the catch sleeve out of the handle¿s end far enough to allow for the cup to be grasp as stated in the complaint. Reviewed associated DHR¿s from supplier and found all to be conforming with nothing to report. The product likely failed due to the spring losing its ability to return to its original state or the counter bore is too deep, which the spring is compressed against. The counter bore is machined into the shaft before being bent therefore no longer can be measured to print. Given all is conforming to print based on supplier¿s DHR, therefore the spring has likely been worn beyond its designed functionality when manufactured in 2006 and product has been used an unknown amount of times. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this lot. Relayed completion of the investigation to the sales rep via phone on august 22, 2014. Inconclusive-root cause cannot be determined; known inherent risk of procedure.¿ condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total hip arthroplasty on (B)(6) 2014 the inserter would not grasp the cup when attempting to load the handle. Another cup and head were opened to finish the procedure. This caused a delay of less than 30 minutes.